Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240(air in tubing), which occurred on the homechoice (hc) during use during dwell 3 of 4. There was nothing found during troubleshooting that would cause or contribute to the alarm. Therapy was completed using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.